Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventrio mesh (device 2). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device 1) and ventrio mesh (device 2). Per op notes, "a ventrio st mesh (device 1) and ventrio mesh (device 2) were placed into the abdomen using prolene sutures." On (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia and infected abdominal mesh thereby underwent repair with removal of old mesh (device 1 and 2) and lysis of adhesions. Per op notes, "the patient's upper and lower abdominal wall mesh (device 1 and 2) were removed. A xenmatrix ab (device 3) was placed to the abdominal wall using prolene sutures."